Manufacturer narrative:
Follow-up #1 and final report submitted to correct and to update sections based on the results of investigation. Reported event: customer reported that the rail clamp broke when tightening in bed. Device evaluation and results: device evaluation was not performed and the rail clamp assembly event was not confirmed. Device history review: review of the device history records indicate 25 devices were manufactured and inspected on 11-28-2016, they were accepted with no reported discrepancies. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the rail clamp assembly. There has been three other events for the referenced lot number. Prs # (B)(4) were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure. Conclusions: product inspection could not be completed due the part not being returned. Corrective action/ preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Rail clamp broke when tightening in bed. Tka case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rail clamp broke when tightening in bed. Tka case.